Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Per the reported event, the site did not follow the recommended registration procedure.

Event description:
Medtronic rep reported the site was inaccurate during a tumor resection case using axiem cranial. The amount of inaccuracy was not reported. During the surgery, they moved the pt lateral. They did not verify accuracy after moving the pt and draping. The surgeon moved forward without the stealthesystem. A second surgery was required and stealth was used.